Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: acetabulum was extracted without any notable ingrowth within the acetabular cup; notable metallosis within the synovial lining.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
Litigation alleges that the patient suffered significant pain, soreness, discomfort, excessive levels of chromium and cobalt, difficulty walking, sleeping, standing for even short periods of time and performing routine activities.

Event description:
Litigation alleges that the patient suffered significant pain, soreness, discomfort, excessive levels of chromium and cobalt, difficulty walking, sleeping, standing for even short periods of time and performing routine activities.update: (B)(4) 2012 - patient was revised due to unknown reasons.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-29151. This report, 1818910-2012-24819, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-29151.depuy still considers this investigation closed.